Manufacturer narrative:
This report is submitted on june 14, 2021.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery (date not reported), in order to convert the patient to a transcutaneous osia implant system. The osia was placed at a new site. This report is submitted on november 17, 2021.